Event description:
On (B)(6) 2013, the distributor contacted animas, alleging a prime (unexplained loss of prime) issue. It was reported that the pump emitted frequent loss of prime warnings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the black box showed a loss of prime after the pump rebooted and emitted an empty cartridge alarm. The black box showed that the pump was not primed within three minutes of the power up or empty cartridge alarm. No loss of prime occurred during testing. The force sensor calibration was found to be within specifications. The loss of prime issue was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.